Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet insulin pump, including an event where emergency medical services were called and the user required awakening, after which the user discontinued pump use and sought to return the device based on healthcare provider advice that the pump was not suitable. Symptoms included hypoglycemia. Outcomes included no hospitalization reported. Investigation included review of available device data and user report, with cause not determined. Investigation of this case revealed no device alarms were reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.